Manufacturer narrative:
(B)(4). The laser machine was examined and tested at the customer location by an abbott field service specialist (fss). The fss was at site location to provide surgery support when the event occurred. The remainder of the flaps scheduled for the day was programmed at recommended 120 m. The fss reported there was no other vgbs noted and all other 20 eyes were treated successfully. The fss checked the patient interface cone with gel and error could not be reproduced. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
A laser vision correction patient experienced vertical gas breakthrough (vgb) during a laser treatment. A brief description from the surgery center indicated the vgb occurred on the left eye (os) at the pocket of the eye during the flap creation as the flap thickness was programmed for 100m. The right eye (od) was completed. The surgeon decided not to lift the flap of os and rescheduled the patient for a photorefractive keratectomy (prk) procedure.